Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the sheath would not split and the clip remained on the device. The clip was noticed to be bent and the sheath remained uncut. Excessive force was used in an attempt to split the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip being bent and incomplete sheath split could not be confirmed. The analysis of the device observed shaft carving and bent control wire. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath:6fr, plavix, (B)(4) (salicylic acid). (B)(4) improper or incorrect procedure or method, per closure procedure, do not advance the thumb advancer against excessive resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.